Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that no urine returned after placement, and several lr (lactated ringers) boluses. After one hour and no urine retrieval, the md arrived to confirm proper placement of the device. Subsequently, the urine began to drain; however, only at a rate of < 100ml per hour. The tube would reportedly get easily compressed, and would not drain. The md re-catheterized the patient, and subsequently obtained 100ml's of urine before delivery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking." (B)(4).

Event description:
It was reported that no urine returned after placement, and several lr (lactated ringers) boluses. After one hour and no urine retrieval, the md arrived to confirm proper placement of the device. Subsequently, the urine began to drain; however, only at a rate of < 100ml per hour. The tube would reportedly get easily compressed, and would not drain. The md re-catheterized the patient, and subsequently obtained 100ml's of urine before delivery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that no urine returned after placement, and several lr (lactated ringers) boluses. After one hour and no urine retrieval, the md arrived to confirm proper placement of the device. Subsequently, the urine began to drain; however, only at a rate of < 100ml per hour. The tube would reportedly get easily compressed, and would not drain. The md re-catheterized the patient, and subsequently obtained 100ml's of urine before delivery.